Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: 2008, inratio: 5.5, lab: 3.0.

Manufacturer narrative:
Discrepant results (accuracy) . Comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, inratio: 5.5, lab: 3.0, mean: 4.25, confident limits: 2.8-7.2. As per internal procedure rev.2 the inratio and lab values are within the confident limit. The product will not be investigated.